Event description:
It was reported that, "pt presented with a sore right total knee arthroplasty (rtka). X-rays showed radiolucent lines around femur and tibia. Revision rtka was prescribed. In 2008, revision was performed. Severe pitting of the x3 tibia insert was obvious. Slight discoloration was also obvious on both the articulating side and backside."

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Add'l info has been requested and if received will be provided on a supplemental report.